Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr, a home health care nurse, said that she did a meter to hcp meter comparison test of her pt's meter against her meter (type unknown.) The tests were done side by side, with results of 164 and 132 mg/dl, respectively. No symptoms were reported. Control testing was not done due to unavailability of supplies. On follow-up, the pt confirmed the comparison test results and the lifescan rep reviewed testing procedures.